Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to the drive train motor brake assembly air gap being out of specification. The archive data was reviewed and contained a system error 139 (unable to hold compression position) error message error messages on (B)(6) 2018. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message. This was caused by the drive train motor brake assembly air gap being out of normal range. Additionally the drive shaft exhibits binding and resistance, unrelated to the reported event. Upon customer approval, the drive train motor will be replaced and clutch plate deburring will be performed. Follow this, the platform will be further functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform displayed system error, out of service, revert to manual CPR error message during shift check. No patient involvement.